Event description:
Healthcare professional reported right side "needle sticks from local anesthetic" caused by explant surgery. The damage caused to the device is not device-related. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: use error and rupture-ndr : observed, two openings side assessed as surgical damage. Capsular contracture : unable to observe since it is as event and is not related to the device. Additional observation: crease observed on the device . No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional reported right side "needle sticks from local anesthetic" caused by explant surgery. The damage caused to the device is not device-related. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.